Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).

Event description:
It was reported that during an implant attempt, the left ventricular lead dislodged twice while slitting and would not stay in the target vein. The lead was explanted and replaced. No patient complications have been reported as a result of this event.